Manufacturer narrative:
Section h10: after further review of additional information received the following sections a1, d1, d4, g1, g3, g5, g7, h1, h2, and h4 have been updated accordingly. Section h3: the engineering evaluation noted that the revision reported was likely the result of dislocation nearly 18 years after implantation. However, this cannot be confirmed as the devices were not available for evaluation. Section(s): no information has been provided: a3, a4, a5, b6, b7.

Manufacturer narrative:
Pending evaluation.

Event description:
Index: (B)(6) 2012. Patient had an infection, slight pain.